Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications of use. It was reported that since they had a prolapse surgery (unrelated) on their vagina about 2 weeks ago, the patient's symptoms have returned. The patient stated they're worse now and that before the surgery, they did not leak at all, and at night, while their frequency was still there because they had a small bladder and that they would get to the bathroom every 2 hours at night, the therapy was helping by 50% or greater, but now since the surgery, they were leaking all the time and changing pads and the little pantyliners. The patient stated they were waking up every hour to every hour and a half now. . The patient further explained that they would still work with their managing health care provider (hcp), who implanted the ins, but since about 6 months ago, they started having "pain down there" and swelling, which the patient thought was from the interstim, and they saw a gynecologist who thought it was the mesh they had around their urethra, but then they were redirected to see (B)(6), and (B)(6) did tests and used a scope and told the patient that it wasn't the mesh causing the issue and that it wasn't the therapy and that their issues weren't due to their bladder but rather they had a vaginal prolapse/their "vagina that was falling(unrelated). (B)(6) had told the patient at that point they should call medtronic to discuss programs and switch to a new one because the patient had been unable to increase past 0.8 ma on their current program 3 without experiencing pain, and then dr. Performed the surgery, and that was when the patient's symptoms completely returned. The patient stated they were still experiencing pain down there since the surgery, and they didn't know what it was, but something was going on "down there." Patient services reviewed device description and function, therapy expectations, programming, and sti mulation considerations. Patient services redirected the patient to follow up with their hcp to check the implanted system since the surgery. The patient stated they had an appointment with dr. Tomorrow ((B)(6) 2024) and that they would discuss things with dr. At that time and have the hcp check the implanted system if necessary. The patient stated they would choose a new program after discussing everything with dr. No further action was taken by patient services.